Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level, customer's blood glucose level was 245 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.